Event description:
It was reported that the ceramic tip was damaged. The issue occurred during service/maintenance. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. This event was likely caused by a component failure of the ceramic head (insulation beak). However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ceramic tip was damaged. The issue occurred during service/maintenance. There was no report of patient involvement.